Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -12.5/+4.0/090 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: b1- corrected to product problem-malfunction. H1- corrected to malfunction. Claim# (B)(4).